Manufacturer narrative:
B3 date of event estimated as the date was not reported.

Event description:
It was reported that a catheter issue occurred. The target lesion was located in the lower extremity. The opticross 18 imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the catheter wrapped itself around the wire. The procedure was completed successfully. There were no patient complications.